Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6 imdrf device code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned truetome 39 was analyzed, and a visual evaluation noted that the cutting wire was detached from the anchor. The anchor was still inside the catheter. The device was observed under magnification, and the proximal pierced hole had no damage. The device was opened to inspect the condition of the internal components and there was a lack of soldering between the cutting wire and the anchor. The distal tip components were inspected under x-ray and confirmed the lack of soldering between the cutting wire and the anchor. No other problems with the device were noted. The reported event of cutting wire anchor dislodged was confirmed. Upon analysis, it was found that the cutting wire was detached from the anchor. Also, the distal pierce hole was in good condition which is evidence that a detachment occurred. X-ray images revealed a lack of solder between the cutting wire and the anchor. Based on all gathered information, the most probable root cause will be documented as manufacturing deficiency due to problems traced to manufacturing process. An investigation to address this problem has been completed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the wire anchor of the truetome 39 dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a truetome 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the wire anchor of the truetome 39 dislodged. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6).(B)(4).